Event description:
Caller reported receiving a minimum fill notification. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to clean the pump's pneumatic tap area and guided them to load a new cartridge properly, which resolved the issue. Caller was able to successfully resume insulin delivery, and cartridge load resources were sent for any future issues.